Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. The patient's wife reported to the watchman patient call center that the patient had experienced bleeding post implant, and during a routine follow up examination, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The patient was placed back on anticoagulation medication. At the second follow up tee examination the thrombus had resolved.